Event description:
Perigraft liquid was observed after graft was implanted subcutaneously in fem-pop position in 2/2000. Puncture was performed to evacuate fluid collection. It should be noted that no drains were placed post-operatively.